Event description:
The patient succumbed to complications following surgery of a very large acoustic neuroma. The tumor caused significant brainstem compression and the patient died of respiratory complications.